Manufacturer narrative:
The investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) year old patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered an esophageal fistula requiring surgical intervention. Esophageal protection measures included esophageal temperature probe. On (B)(6) 2016, ablation was conducted. On (B)(6) 2016, fistula was diagnosed via scan. On (B)(6) 2016, patient underwent surgical intervention. Patient was required extended hospitalization. It was noted that the patient is alive but other specific information regarding the patient outcome is unknown. Physician did not provide causality opinion. Smartablate generator (g4c-0430) settings included power control mode at 25 watts. Overall ablation time and last ablation cycle time at the site of injury were not reported as the physician was not able to determine the precise site of injury. There is no information regarding temperature, impedance, or power at the time of injury. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
(B)(4). It was reported that patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered an esophageal fistula requiring surgical intervention. Repair follow-up was performed and customer will not ship the device for repair as they don't think the sma gen was involved in the fistula. Service was declined. Complaint was unable to confirm. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.